Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the thrombectomy, the surgeon opened a sab-6-30 to push it upper to remove the thrombus. During the delivery process, there was obvious resistance in the middle section of the catheter. It was not able to be pushed out of the sheath. The sheath was not damaged. After removal, it was found that there was an obvious crease at the connection and the stent body was also deformed. It was suspected to be a quality problem and a replacement was requested. There were no symptoms reported. The reported device and any accessory devices prepared as indicated in the IFU. Ancillary devices included a rebar microcatheter. Additional information was received that the cause of the resistance and damage was not determined.